Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and found the main pipettor pcb to be faulty. The fse replaced the main pipettor pcb and verified system performance to published specifications. Hardware has been determined to be the root cause.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that an electrical burning smell was coming from the access 2 immunoassay system. The unit was shutdown following the smell. There were no reports of injury to any users. Customer stated that no smoke, sparks or flames were observed.